Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and error code 41622 was identified. The probable root cause is due to the motor being worn. The motor was replaced.

Event description:
The reported issue is: ¿error 41622¿. There was no reported patient involvement.